Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no physical defects were found. The receiver was observed to be perpetually rebooting. Functional testing was unable to be performed; however, a data log was able to be retrieved by opening the receiver case and detaching the ui board from the printed circuit board. A review of the data log observed an error recovery and confirmed. Reported event of initializing screen without manual restart. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.